Event description:
This is olympus tubing that gets reprocessed. It was reprocessed in a custom ultrasonic machine and then sent for steam sterilization, it was noticed on two different tubings that there was a small pinkish discoloration. Both tubings were at least 3-4 years old. No patient contact.